Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -5.50/5.5/122 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. Refractive surprise and refractive change overtime were observed. The lens was repositioned on (B)(6) 2021 and this did not resolve the problem. The lens was removed on (B)(6) 2021. Cause of the event is reported as device. This resolved the problem.

Manufacturer narrative:
B5 - the reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 -5.50/5.5/122 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. Patient had pre-existing keratoconus and history of previous non-refractive corneal surgery prior to implant. Refractive surprise; refractive change overtime; blurred vision (haze); haloes were observed. The lens was repositioned on (B)(6) 2021 but did not resolve the problem. The lens was explanted on (B)(6) 2021. Claim # (B)(4).